Manufacturer narrative:
(B)(4). Information was not provided by the contact. (B)(4). The analysis results showed that the tl90 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, on first use, they attempted to fire the device but it did not fire out the staples. The case was completed with another device of the same product code. There were no patient consequences reported. The customer said no additional information will be available. This is all the information they have.